Manufacturer narrative:
The customer's address is (B)(6). Investigation summary: in response to the event reported, a device history review was conducted for lot number 1040909. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ shielded IV catheters were cracked and leaked medication. The following information was provided by the initial reporter: "2 of the IV catheters in one of the boxes they received, cracked and spilled medication all over."